Event description:
It was reported during changeout for a fractured competitor lead, an alert of charge time limit reached was observed on the device. It was noted that the alert came after about 100 inappropriate shocks occurred due to the fractured lead. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. Review of the device image indicated that the extended charge times were caused by the occurrence of excessive high voltage charges within a short period of time. Review of stored electrograms indicated that noise was observed. The cause of the noise was not determined. The device was tested using automated test equipment and no anomalies were found.